Event description:
Boston scientific received information that the patient with this device presented to the hospital with a syncopal episode. The cause of the syncope was not reported.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.